Manufacturer narrative:
Concomitant medical products: 5524m-53 lead, implanted (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting low impedance and had undergone a polarity switch. It was also noted that the rv lead was oversensing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.